Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vfc had issues injecting the silicone oil during a surgical procedure. The silicone had to be injected manually. The procedure was completed successfully. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The customer reported that the system had issues with the silicone injection and extraction and the silicone had to be applied manually. The surgery was able to be completed. There was no patient impact. The company service representative examined the system but was unable to replicate the reported event. The company service representative noted user tests were carried out without any findings. The system was being used at the time of visit and the company service representative confirmed that the surgery was completed successfully. The system was manufactured on february 26, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).